Event description:
It was reported that during remote follow-up, patient presented with high out of range impedance resulted in failure to capture on their right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2021. There were no patient symptoms and patient remained in stable condition.